Manufacturer narrative:
Interrogation of the pump determined it was used to infuse baclofen pf 2000.0 mcg/ml at 300.2 mcg/day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system the relevant components include: product ID 8709sc , serial# (B)(4), implanted: (B)(6) 2010, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving gablofen baclofen of an unknown concentration and dose via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that the patient would have a catheter replacement on (B)(6) 2018. Per the nurse practitioner (np) the "patient had been symptomatic of on and off for several months and was tighter on good days". It was unknown what if any environmental/external/patient factors may have led or contributed to the issue. A catheter access port study was performed and negative for cfs. The issue was not resolved at the time of this report. Surgical intervention had not occurred but was planned and scheduled for (B)(6) 2018. The patient's status was "alive - no injury" and no further complications were expected or anticipated.